Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient has not charged their implanted neurostimulators battery in almost a year and patient is needing an MRI. Caller stated they tried to scan the ins and it is completely dead. Agent asked the caller if the patient is able to recharge the battery and caller stated that the patient said the ins battery wouldn't hold a charge and will not recharge so they gave up on it in july. Caller also noted the patient doesn't like the scs. Caller looking to confirm if scs is full body conditional - agent redirected to hcp to verify eligibility. Event date provided: probably (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not like the device so they quit charging it. No actions have been taken as the patient decided not to use the device anymore. No action was needed.